Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; the incident with the driveline being caught on the door it the probable cause or the event. With no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline site infection/tissue erosion/tissue damage is/are a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient reports catching the driveline (dl) on a door handle and traumatized the driveline exit site. He began noticing purulent drainage from the dl exit site approximate 10 days ago (noted (B)(6) 2016) it was stated that the patient's presenting symptoms are consistent with a vad driveline infection. Given the severity of his symptoms, he will be admitted to the hospital for further evaluation and treatment. It was stated that infectious disease was consulted. It was stated that the events resolution date was (B)(6) 2016 and resolved with sequelae. No additional information available.